Manufacturer narrative:
The cause of the reported issues was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer's blood glucose (bg) level was high and ketones were present. The non-tandem infusion set site was removed and the cannula had blood in it and the area of the site was red and swollen. All of the pump supplies were changed.